Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: the device was received for evaluation. Unaided eye visual inspection was performed and a flat seal 3 area tear was observed at the upper left side found in front of the bag. A functional testing was performed and a leak was observed from the upper left side seal area in the front side of container. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the upper seam,"where the heat sealing is". This was discovered during set-up/preparation. There was no patient involvement. No additional information is available.